Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. There was no patient injury.

Manufacturer narrative:
Ge healthcare technical service performed a checkout remotely of the system and confirmed the reported issue. The flow sensor was recommended for replacement to resolve the issue. No patient information provided to date after calls to customer 2/28/23 and 03/02/23. Legal manufacturer: (B)(4).